Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device's log files were provided. Review of the log files observed the customer's report. However, without the returned of the device, the root cause cannot be verified. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 115" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.